Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had a blank display screen and no audio tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: a review of the black box showed no unexpected power on reset events or activity outside of normal use. The battery compartment was cracked below the grip pad. The battery cap was returned and was undamaged and was able to fit. The rewind, load, and prime steps were performed successfully. All currents were within specifications. No power interruptions occurred during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The power issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.